Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event inforamtion to report at this time.

Manufacturer narrative:
(B)(4). Report source (B)(6). Product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Citation: https://doi.org/10.4055/cios22197. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00216; 0001825034 - 2023 - 00217; 0001825034 - 2023 - 00218; 0001825034 - 2023 - 00220.

Event description:
It was reported in a journal article that of three patient that experienced post-revision infections, one had an onset of infection at 3 weeks post op and was treated with debridement and implant retention and antibiotics. After a follow-up of 1 year, there were no signs of infection and patients did not want further surgical intervention. Attempts have been made and additional information on the reported event is unavailable at this time.